Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split was confirmed. The product returned for evaluation was a 4fr single lumen powerpicc catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed just proximal to the 2cm depth marking. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported partial rupture of the device in the subcutaneous tract about 2 cm from the exit site. The rupture was noted due to drug leakage. Patient was hospitalized and subjected to surveillance, discharged after two days. Additional information provided 09/09/2024: the patient did not suffer serious damage. PICC does not report traces of blood or cytotoxic drug. Additional information was received for this event as part of a focus survey. The following additional detail was provided: PICC was inserted (B)(6) 2024 and removed (B)(6) 2024. It was inserted to the basilic vein, exit marking 0cm, locked with saline, dressed straight along the patient's arm, and secured with statlock. PICC was used for oncology treatment (doxorubicina, citarabina). It is unknown if any CT scans were completed or if the PICC encountered any occlusions during usage. Internal leakage at 2cm marking was identified by extravasation. PICC was in use 48 days. Patient was in the hospital at the time the leak was discovered. It is unknown if the patient took the PICC home or completed any maintenance on the device. It is unknown if xray images are available. Catheter site was cleaned with chlorhexidine solution poured from a bottle (clorexidina 2% in alcohol isopropyl 70%). It is unknown if the patient participated in any physical activities. Additional comments: the operator reports that he did not use cyanoacrylate glue.

Event description:
It was reported partial rupture of the device in the subcutaneous tract about 2 cm from the exit site. The rupture was noted due to drug leakage. Additional information provided 09/09/2024: the patient did not suffer serious damage. PICC does not report traces of blood or cytotoxic drug.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.